Manufacturer narrative:
On (B)(6) 2016: multiple attempts were made to follow up with the customer, however no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms without addressing them. The customer's blood glucose levels 400 mg/dl and went into diabetic ketotosis (dka). The customer was administered an intravenous (IV)insulin drip, IV fluids and potassium. The customer was admitted in the hospital on (B)(6) 2016. The contact indicated that customer would be released on (B)(6) 2016. Troubleshooting was not performed at the time tandem technical support was contacted due to the contact was not with the customer.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.